Event description:
Port implanted (B)(6) 2014 for chemotherapy for lymphoma. Found (B)(6) 2017 as incidental finding on CT scan that a portion had fractured and migrated into patient's right atrium with tip in the coronary sinus. Retrieved in cardiac cath lab by interventional radiologist on (B)(6) 2017 and this portion of the catheter is locked in risk manager's office. Will require removal of remaining port and patient and family instructed port is not to be accessed in the interim. Reminded oncologist and surgeon that remaining portion of port needs to be retained when removed and will be retained in risk manager's office.